Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/14/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was received in two pieces as described on the initial report (cut related to removal). Residues of viscoelastics were observed on the lens surface. The lens was also observed with both haptics damaged (distorted). There was no allegation against the lens quality, therefore no issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a z9002 23.5 diopter intraocular lens (iol) the patient's capsule broke. The lens was inserted and the lens had to be cut in half to be removed as there was not enough zonules to support the lens. Incision enlargement and one suture was required. Through follow-up it was clarified that the patient went home aphakic, without a lens being implanted and was referred to a retinal specialist. There was no issue the amo cartridge or lens. The issue was with the patient's anatomy. Patients had weak zonules and as a result the capsule broke.